Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the causes of death are cardiogenic shock, septic shock, cardiorespiratory arrest, and severe sepsis. No further information is available at this time.